Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/11/2025. Data was further reviewed. Data investigation could not confirm an issue with the device on 8/26/2025. The probable cause could not be determined. Additionally, signal loss that lasted over 1 hour was experienced on the event date. Additionally, a calibration was entered on (B)(6) 2025 10:14 pm. The highest risk inaccurate calibration observed in data was the cgm read 401 mg/dl and the blood glucose value was 334 mg/dl at (B)(6) 2025 10:14 pm. The probable cause could not be determined. No additional patient or event information is available.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an unspecified issue occurred. The date of event is an approximation. According to a report received via maude, the patient experienced two unspecified connection issues. This file pertains to the second event. The patient, who has type 1 diabetes and was pregnant at the time, was using an omnipod insulin pump. The first temporary connection issue occurred on (B)(6) 2025, involving the first wearable. After troubleshooting, the issue was resolved, and the patient successfully completed the sensor session. No symptoms were reported for this event. A second unspecified connection issue occurred with the second wearable which is capture for this event. On (B)(6) 2025, the patient presented to the emergency room with hyperglycemia and ketones in her urine. No blood glucose fingerstick values, treatment details, or hospital length of stay were provided. The patient contacted technical support on an unknown date and was advised to replace the wearable. At the time of the report, no additional patient or event details were available. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.